Event description:
A malfunction alarm was reported with a non-resettable malfunction code malf 12. It is unknown whether the customer's blood glucose exceeded certain levels as the customer declined to answer. Customer service arranged for the replacement of the pump, which was still under warranty, and instructed the caller to use multiple daily injections as a backup insulin therapy. The caller was advised on how to put the faulty pump into storage mode and agreed to return it using a pre-paid label within 10 days.